Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 54.42 pg/ml accompanied by a data flag. The initial value was reported outside of the laboratory. The patient was admitted to the emergency room with sob and chest pain. The patient was admitted overnight. A new sample was collected from the patient and tested on (B)(6) 2016, resulting as 16.16 pg/ml accompanied by a data flag. The first sample was then repeated on (B)(6) 2016, resulting as 16.26 pg/ml accompanied by a data flag. A third sample was collected from the patient and tested on (B)(6) 2016, resulting as 16.15 pg/ml accompanied by a data flag. The patient was not adversely affected. The tnthsst reagent lot number was 176452. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing. The sample was inspected and appeared to be clear, with no clots or fibrin.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Performance testing was okay. Erroneously high results for the assay may arise from unspecific signals not caused by the analyte. The unspecific signals may be caused by an interferent affecting the assay, the photomultiplier tube receiving a false signal by electronic means, or a malfunction of the instrument. The customer confirms that no further issues have occurred.